Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, this pt was experiencing little benefit from his cochlear implant. Integrity testing did not show malfunction. The surgeon explanted the device on 6/29/2006. It was not reported to cochlear if the pt was reimplanted.